Event description:
During a ptca treatment procedure, the maverick2 monorail 2.0/20 mm balloon ruptured at 14 atms on the second inflation. (The number of atms reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a very calcified, 99% stenotic lesion in the mid lad coronary artery. It is noted that resistance was met with insertion of the balloon catheter. The maverick2 monorail 2.0/20 mm balloon was removed and replaced with a quantum maverick 12/3.0 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.